Event description:
It was reported that a vns patient rubbed her skin at the generator site. Follow-up with the physician, revealed that the patient had no pre-vns history of rubbing her skin and that the patient is autistic. Patient underwent device explant surgery to prevent an infection, due to the rubbing action causing bruising and blisters on the skin. Good faith attempts to obtain additional information have been unsuccessful to date.